Manufacturer narrative:
Investigation summary: this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the location of the leak and the defective component, the cpln bdy pnl mt 1/16 ID org (p/n 59-10091-04) failed. Root cause: waste pathway component failure (p/n 59-10091-04). Conclusion: the reported complaint was confirmed by fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacement of the cpln bdy pnl mt 1/16 ID org (p/n 59-10091-04). The hazard mitigation is sufficient and the residual risk evaluation is afap (as far as possible) in the risk analysis. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time.

Event description:
It was reported that leakage outside of instrument occurred from waste line with a bd lsrfortess¿ so. The following information was provided by the initial reporter: it was reported that the tube waste internal fitting is leaking. Is instrument assurity linc enabled? N. Customer problem: from e-mail: tube waste internal fitting leaking, extensive rust around fitting. Called customer, he has already spoken to the local fse. There was no spray of fluid. Steps taken with customer/troubleshooting: none. Next steps (if necessary): dispatch are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? Yes, fitting is leaking. 1. Was the leak contained within the instrument? Dripped out onto counter. 2. Was the leak in a customer accessible location? Yes, fitting is leaking. 3. What was the fluid that leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Waste . 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage outside of instrument occurred from waste line with a bd lsrfortess¿ so. The following information was provided by the initial reporter: it was reported that the tube waste internal fitting is leaking. Is instrument assurity linc enabled? No. Customer problem: from e-mail: tube waste internal fitting leaking, extensive rust around fitting. Called customer, he has already spoken to the local fse. There was no spray of fluid. Steps taken with customer/troubleshooting: none. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes, fitting is leaking. Was the leak contained within the instrument? Dripped out onto counter. Was the leak in a customer accessible location? Yes, fitting is leaking. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a.